Manufacturer narrative:
It was claimed that the water entrance the air gas module. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed water in air gas module caused pre-use check (puc) failure has been caused by malfunctioning air gas module. The technician check the gas module and concluded that water was present inside air module, which has been traced back to the hospital central air supply. After replacing air gas module the issue has been solved. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-u (rev. 03), maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. The most probable root cause is usability issue.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).